Manufacturer narrative:
The insulin pump was received with a partially broken reservoir tube lip, missing retainer, reservoir tube o-ring missing, scratched case, case cracked behind the pump near the battery compartment, serial number fading, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a crack at the back of the device near the reservoir compartment. The patient's blood glucose at the time of incident was 5.7 mmol/l. The caller was unsure as to how the damage occurred. The insulin pump was returned for analysis.